Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue. Visual inspection did not reveal any signs of burn marks on the ac adapter lemo connector. Visual inspections did reveal a damaged ac adapter lemo connector. Lemo connector receptacle housing was broken off and pin# 1, 2 and 3 were bent. Pin# 4 and 5 were broken off and missing. Carefusion scrapped the adapter and sent a replacement to the customer. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac adapter had a burned lemo connector. It is unknown at this time whether there was any patient involvement associated with this complaint.